Manufacturer narrative:
For the reported event, the cq5062 crosser pta balloon dilatation catheter was returned to the manufacturer for evaluation. The investigation identified a detachment. The investigation was not able to determine a root cause. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model cq5062 pta balloon dilatation catheter experienced a detachment. This report was received from one source. The device was used in the patient. The patient is a male weighing (B)(6) kgs. Patient age was not provided. There was no reported patient injury.